Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 230 mg/dl at the time of the call. The customer informed a replacement insulin is needed. The device will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.